Event description:
It was reported by the coroner's office that the patient, who has a history of depression and psychiatric issues, had died in 2008. Follow-up with the reporter revealed that the death was not witnessed, and the cause of death prior to the autopsy could not be determined. The patient's vns device was explanted at time of autopsy and was to be sent to manufacturer for analysis, however, the product has not been received to date. Attempts for further information and exact cause of death have been unsuccessful to date.